Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the foam was pushed in and shifted on the clamshell, making the lines unsterile. There was no damage to the packaging and other devices in the same box were not damaged. The customer opened a new custom pack to replace and swap out the clamshell part only, as the rest of the pack was not affected. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened clamshell shows the foam tubing holder is not in the correct location. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.